Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd phaseal¿ injector luer lock n35 the injector separated from the mating component. There was no report of patient impact. The following information was provided by the initial reporter: rubber of n35 injector came off from the body and stuck inside secondary set.

Manufacturer narrative:
H6: investigation summary: photo received by our quality team for investigation. Upon visual evaluation, it can be observed that the membrane of the injector has been penetrated since it has been stained with the color of the red cytostatic liquid. A fairly large hole in the membrane can be observed, which gives an indication that the membrane has been punctured more than 10 times. A device history review was performed for lot 2110013, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples from the same lot were evaluated, functional testing was performed, penetrating the injector along with a sample protector ten times, all results were found to be acceptable with no leaks identified. During manufacturing, leakage testing is performed, penetrating the injector ten times to verify if any leaks occur. Testing was reviewed for injector lot 2110013 along with the protector it was mated to, all results were found to be within specification. Based on the available information possible root cause is associated with excessive perforation of the membrane. The performance of the sealing membrane is reduced after multiple punctures and prolonged activation time.

Event description:
It was reported that during use with bd phaseal¿ injector luer lock n35 the injector separated from the mating component. There was no report of patient impact. The following information was provided by the initial reporter: rubber of n35 injector came off from the body and stuck inside secondary set.